Event description:
It was reported that the patient was admitted to the hospital with an escape rhythm of 20-30 beats per minute. A device malfunction was suspected. Upon device interrogation, the right ventricular lead impedance was low on both unipolar and bipolar. The right ventricular pacing threshold was not able to capture at 7.5 volts at 1.5 milliseconds. The device had reached elective replacement indicator in 4 years. The device and the lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analyzed. Analysis revealed a no output condition and no telemetry. A high current drain was noted, which was the result of excessive leakage internal to the filter capacitor.